Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was not suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-4316, lot #: 14973261, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had pain at pocket site. The patient will undergo an explant procedure.